Event description:
Tyco/healthcare kendall chemosafety chemotherapy spill kit contain only 2 chemosorb pads. When the situation arose and there was a spill, 2 chemosorb pads was not adequate to clean the spill. In these situations, another box had to be opened in order to clean the spill. This product should contain more chemosorb pads in order to allow for adequate resources for a chemo spill to be managed.